Event description:
It was reported that the stiffener of ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove during a bile duct drainage procedure on an unknown patient. The user noted that the "end was narrower" and when pulling the stiffener and the wire guide out of the catheter, it became stuck at the height of the pigtail. The patient did not experience any adverse effects due to this occurrence. Additional information regarding patient and event details has been requested, but is currently unavailable.

Manufacturer narrative:
Additional pro code: lje, gbo. Additional common name: lje catheter, nephrostomy; gbo catheter, nephrostomy, general & plastic surgery. (B)(6). Occupation: sales representative. PMA/510(k) #: k173035. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d9 - product received on. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On (B)(6) 2022, a mac-loc catheter was returned with the blue flexible stiffener lodged inside.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. Cook received a complaint from a representative at hammer-medical in poland stating that a user had difficulty removing the flexible stiffener in a ult8.5-38-40-p-32s-clb-rh (ultrathane mac-loc locking loop biliary drainage catheter) from lot 13490043. The customer reported that during catheter placement for biliary drainage, they were unable to remove the blue flexible stiffener from the catheter. The entire device was removed and a new device was placed to complete the procedure. The patient did not experience adverse effects. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complaint device was returned for evaluation. The blue flexible stiffener was kinked, and table top testing confirmed the stiffener would not fully advance into the lumen of the drainage catheter. The investigation also confirmed the catheter outer diameter and the inner diameter of the flexible stiffener were within specification. Additionally, a document based investigation evaluation was performed. A device master record (dmr) review was performed, and device drawings, material specifications, manufacturing instructions and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿. Instructions for use. ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿. How supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿. Cook reviewed the device history record for lot 13490043 and the associated subassembly and raw material lots. There was a related nonconformance on the catheter subassembly lot for "flexible stiffener is difficult to insert into catheter." There was also a related nonconformance on another catheter subassembly lot for "shaft difficult to wire." The nonconforming catheters were scrapped prior to further processing. There is a 100% inspection for this failure during quality control. Cook reviewed the associated catheter raw material tubing lots, and there have been two complaints (captured in this report and in medwatch report #: 1820334-2021-00896) on 5 devices out of the 54,235 total units in the raw material lots. This occurrence is below the accepted occurrence rate for this failure in the risk assessment for this device. Additionally, the returned devices for both of these complaints measured within specification. Based on the review of associated raw material lots, subassemblies, final lots, and complaints, there is no indication that the devices were manufactured out of specification, or that there is nonconforming material in house or in the field. A CAPA was previously opened to address the issue of difficult advancement and removal of the flexible stiffener. The CAPA concluded that the inner diameter of the catheter was undersized due to an issue with supplier specifications. All lots to the catheter tubing were confirmed to have been manufactured prior to implementation activities of the CAPA. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a supplier manufacturing deficiency contributed to the event. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 12jan2022 and 25jan2022, it was reported that the device was placed in the biliary duct, with the access site being the liver on the right side of the patient. The indication for placement was for a biliary obstruction. Device coating was activated by flushing with water and by placing the device in water. Following the failure of the device, the procedure was completed by using a catheter introducer from another set. The device remains implanted in the patient. No additional interventions, procedures or medications were needed.